Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump as charging cable was loose. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no additional information was received regarding the outcome of the event and no further actions were documented.